Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's mid-right coronary artery. During inflation of the delivery balloon, contrast dye was noted in the distal portion and the balloon would not inflate at 2 atm. The physician changed the inflation device and was still unable to inflate the balloon resulting in a partially expanded stent at the target lesion site. During withdrwal of the sds, the stent migrated from the target lesion site. Attempts to relocate the stent to the target lesion site with another delivery balloon were unsuccessful. The stent dislodged and was lost in the peripheral circulation. The guidewire and guide catheter were removed from the pt without complication. Another coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.